Manufacturer narrative:
The evaluation of by olympus (B)(4) the device confirmed the followings; corrosion on chassis, top cover and video connector socket were noted. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
A user reported that the device didn't recognize a camera head ch-s190-xz-e and no endoscopic image was displayed on the monitor. This event was found during the installation of the camera head ch-s190-xz-e. After the event, olympus inspected the device at the service department of olympus (B)(4) and found there was a small piece of fragment which got caught in the video connector socket of the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The following sections were updated, a1, d4, d10, g4, g7, h2, h3, h4, h6 and h10. An investigation was performed by the legal manufacturer based off of the information provided. 1. A review of similar complaints both at the specific facility and in general was performed with one similar complaints identified. This will continue to be trended. 2. A review of the instructions for use (IFU) was performed and it was confirmed the IFU gives instruction for proper handling of the product. This may prevent the discrepancies identified in the complaint. After using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely. Make sure to dry the video system center after wiping with 70% ethyl or isopropyl alcohol. Important information - please read before use - dangers, warnings, and cautions - caution: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following are the most likely causes to the reported complaint. Since small fragments were found inside the video connector socket as described, it is most likely that these fragments affected the electrical contacts on the connector and interfered with image transmission between the camera head and the video processor, resulting in no image. In addition, the fragments of the video connector remained inside the socket because the user attached and detached the video connector of the camera head or the videoscope with force. It is also likely that the event occurred because the user used this product in a high-humidity environment for an extended period of time or stored the product in wet condition.